Event description:
It was reported that the tip of the driver broke. All the broken pieces were removed. Although the instruments were used in surgery, no pt complications were reported.

Manufacturer narrative:
(B) (4): the driver was returned for eval. Visual examination confirmed the tip was broken. The driver tip deformation and material flow on the fracture surfaces is consistent with overloading during tightening.